Event description:
A healthcare provider (hcp) later confirmed that the cause of the event was the physician did not update the volume, and the patient left town immediately after the visit. There was no adverse event other than constant beeping. The patient did not require hospitalization, and their outcome was no injury. The patient¿s next refill was on (B)(6) 2013. The healthcare provider later reported that the patient showed up at the clinic on (B)(6) 2013 and they wanted their pump refilled. Their hcp was deciding if they would refill it (as they did not have the cocktail of drug readily available) or if they would fill it preservative free normal saline, program it to minimum rate mode, wait until the drug was available to perform the refill, and supplement the patient with another form of pain medication. The patient was not in withdrawal. According to the logs, the low reservoir alarm date was (B)(6) 2013. The patient stated their ptm programmer had not been working, and the last ptm request was noted to have occurred on (B)(6) 2013. An erroneous low reservoir alarm occurred at 18:46 on the same date as the last pump refill on (B)(6) 2013 at 15:17.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8835, lot # unknown, product type programmer, patient; product ID 8840, lot # unknown, product type programmer, physician. (B)(4).

Event description:
A representative reported that a patient realized their pump was beeping since three weeks prior to the report. The patient¿s refill was noted to have occurred around the same time as when the alarm started. The representative reported that the healthcare provider read the pump strip, and ¿they did not update the reservoir volume after the refill.¿ the patient was not having withdrawal symptoms. The patient¿s healthcare provider had called the representative and noted the patient¿s pump was beeping and they were not supposed to be refilled until (B)(6) 2013. The representative noted the patient was not able to give themselves a bolus; that their refill date on the ptm said ¿may something,¿ and it kept coming up with the ¿bell and a doctor picture¿. The patient requested a representative come to silence their alarm. The patient stated that their physician lowered the amount of drug they were getting so that it would ¿last a little longer¿. The patient¿s primary physician was in california and the patient was in oregon. The medications used within the system were dilaudid, clonidine, bupivacaine, and baclofen. The patient reported their last refill session was on about (B)(6) 2013. A representative later reported that the patient had not yet found a representative in oregon to update their pump. A representative later confirmed the patient¿s refill had been performed on (B)(6) 2013. They also stated that the healthcare provider updated the pump, but they did not change the reservoir volume to read 20. They stated that the pump ¿thought it was empty, but it really was not.¿ the patient still did not have any symptoms. The patient later reported their alarm was beeping every fifteen minutes. The patient was still looking for a healthcare provider and representative to update their pump. Another representative later reported that the patient left a message and let them know where they were residing. The patient wanted to meet a representative in the tri-cities washington as that was the closest ¿big city.¿